Event description:
It was reported that the patient presented to the emergency room experiencing nausea and chest pain. Cardiac perforation by the ventricular lead was reported. A pericardiocentesis was performed on the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.